Event description:
It was reported the patient's blood glucose level rose above 458 mg/dl while wearing the pod between 4 and 24 hours. The pod was leaking insulin from the infusion site (leg), causing the cannula to dislodge. As treatment, a new pod was applied.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Manufacturer narrative:
The soft cannula measured the correct full length according to specification and did not appear damaged. A leak test provided no evidence of any leaks or damage to the complete fluid path. Insulin was able to flow through the complete fluid path. Inspection of the fluid path and needle mechanism components found no evidence of any damage or manufacturing deficiencies that would result in the soft cannula becoming dislodged from the infusion site. A root cause for the reported dislodged cannula could not be determined. The linkage assembly was observed to not be fully retracted before top housing removal. The formed needle was observed outside the bottom housing in the soft cannula. The misalignment of the linkage assembly caused it to make contact with the top housing. Upon needle deployment, the linkage assembly got caught on the top housing causing it to not fully retract and leave the needle exposed.